Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing. The customer attempted to reboot the affected stations; however, the issue persisted. A "disconnected mode" error message was observed on the stations, although all stations were online on remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist confirmed that the customer was affected by the issue described in the knowledge article "fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool". The customer was running es 1.11 update 2, which was not listed in the knowledge article; however, the tss confirmed that the issue was still present in this version and was not addressed by the built-in observer tool available in the inbound messaging service. The tss recommended installing the observer tool on the server to prevent further recurrence of the issue. The customer planned to schedule the installation of the observer tool on this and all other es 1.11 servers and had obtained the necessary information for their change control process and was working toward approval and scheduling of the installation. The system functioned as intended after the technical support specialist troubleshot the device.